Event description:
I received saline breast implants around 2005. I immediately started noticing random pains in my body and have struggled with decreased energy. Over the years my symptoms have gotten worse. I now have several symptoms associated with lupus including severe reynaud's disease. In the past few months, my breasts have gotten harder and hurt all the time. I have tried to research whether or not the implants are the cause, but there's little information about it. I just wanted to report this to see if there are other women out there who have the same symptoms and suspect that the implants are the cause. Thanks so much. (B)(6). FDA safety report ID# (B)(4).